Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was confirmed based on the additional information received from the manufacturer's service manager on 24 jul 2017 stating that the biomed inspected the thermogard console (sn (B)(4)) and found the sensor pcb connector touching ground. The console's coolant level block assembly was then repaired and repositioned. Based on the manufacturer's review of similar complaints, this observation is related to a mid09 error message. The information also stated that upon repair, the console was tested and passed without any issue observed and the console was placed back in the customer's service rotation. The thermogard console is a reusable device and was manufactured on 20 aug 2012. It has exceeded its expected service life of five years. Historical complaints were reviewed for service information related to the reported complaint and (B)(6) were reported for the thermogard console with serial number (B)(4) for the same reported issue.

Event description:
It was reported that the thermogard ivtm console (sn (B)(4)) alarmed with a mid09 (air trap assembly) error message during setup, prior to patient use. No patient was involved with this event. Another console was used to complete the patient's ivtm treatment. No further information was provided.